Event description:
Device 4 of 4. Customer reported several results: outside-reportable-range-low and low and high act results with the signature elite instrument. Testing time points not specified and specific instruments and cuvette lot numbers not identified. Note: one MDR reported for each system serial number.

Manufacturer narrative:
This MDR submitted on 11/04/2010. References itc complaint case (B)(4). Patient death was not due to the instrument in this report. Customer indicated post event quality control results demonstrated proper performance. Manufacturer awaiting product return for further complaint evaluation. There are 2 stages to dic. In the early stage, there is widespread activation of clotting factors. At this stage, act is expected to be very short. As dic progresses, clotting factors are consumed and anti-clotting factors become activated. At this stage, act is typically markedly prolonged. The acts observed in this complaint are consistent with the 2 phases of dic, and therefore, the (B)(4) itc's medical advisory board states the instrument performed as expected. Itc complaint case additional reference: case (B)(4), MDR #2248721-2010-00150; case (B)(4), MDR #2248721-2010-00158; case (B)(4), MDR #2248721-2010-00159. Cuvette lot #'s: g0jac204, g0jac118, e0jac143. Itc has requested all data required for form 3500a.